Event description:
It was reported that the patient has complete vocal cord paralysis. Patient does not currently have vns implanted, so most recent products will be used since it is unknown if the issue was related to the explant surgery or started prior or even related to vns in general. No other relevant information has been received to date.

Manufacturer narrative:
B6. Corrected product analysis, initial report: product analysis results from suspect product and lead inadvertently left out.

Event description:
Product analysis was completed for the suspect generator. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis was also completed for the explanted lead. Setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Using a multimeter continuity checks were performed after its decontamination and removal from the pulse generator header. No discontinuities were identified within the returned lead portion. Several explant related markings were also noted on the lead including kinked coil, abraded silicone tubing, partial detachment of the electrode ribbon and suture from silicone helix, and compressed silicone tubing. There is no indication at this time they were related to wear/failure of device. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No other relevant information has been received to date.

Event description:
It was later reported that patient had explant previously due to vocal cord paralysis. This MDR houses the report of vocal cord paralysis on the patient's lead. MFR ref#: 1644487-2021-01840 houses the report of explant due to infection with suspect device as patient's old generator. Explant will be captured in both mdrs as explant was noted due to both vocal cord paralysis and infection. No other relevant information has been received to date.

Manufacturer narrative:
Corrected suspect medical device, initial report: suspect device should have been the lead.